Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) stated that he or the bag did not disconnect, no leaks and there was solution in the heater bag only. The hp cycled the power. The unused clamps were closed and the hp would complete therapy with manual bags. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm. The hp stated, he continued therapy using manual supplies and contacted his peritoneal dialysis nurse (pdn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed and the cause was not identified because a sample was not returned for evaluation, the alarm was not observed in a device event log, and the user did not describe any issues known to cause this type of alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.